Manufacturer narrative:
Name medtronic minimed entity ID sp000133 street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that infusion set cannula became bent on (B)(6) 2026, resulting in occlusion that prevented insulin delivery consequently causing hyperglycemia that was managed with self-administered insulin via manual injections.